Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced left distal erosion, and the device stopped working. A surgical procedure was performed, during which all components were removed and replaced, keeping the previous reservoir, and the distal erosion was repaired. No additional patient complications were reported.